Manufacturer narrative:
Based on returned device analysis this device is not reportable. Product performance engineering has confirmed normal device longevity.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered. The patient underwent surgical intervention wherein the ipg was explanted and replaced.